Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/3/2019. Device evaluation summary: it was reported that a 45-year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 600cc saline prosthesis and experienced right sided deflation post procedure. Upon receipt by mentor the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 14 cm located on the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 600cc saline prosthesis, catalog #3502600, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate plus profile 600cc saline prosthesis and experienced right sided deflation post procedure. The deflation was noted after the patient woke up. As a result, the device was replaced with another mentor smooth round moderate plus profile 600cc saline prosthesis. There were no procedural complications.